Manufacturer narrative:
One tapered screw-vent implants with mp-1 ha dual transition selective surface (tsvh11) was received for investigation. Visual inspection of the as returned product identified fractured collar and damaged hex on the implant, and signs of use (presence of dried blood and bone on implant). Functional testing to recreate the reported event could not be performed and measurements could not be taken due to the nature of the device and event. DHR review was completed for the subject lot number (60705842). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60705842) for similar event and no other complaint of interest was identified. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI is n/a, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown. Reporter's last name: unknown. Additional 510k number: k013227.

Event description:
It was reported that the implant (tsvh11) fractured at the platform. The implant was removed and another one was placed. Tooth location 16.